Event description:
It was reported that the anchor of the closure device became hooked in the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor of the closure device became hooked in the wall of the was sheath making it difficult to recapture. The procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.